Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing noted. There was no moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, and vibrator and battery tube assembly during visual inspection. There was no j2 unlock connector noted. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump was exposed to moisture. The customer will be returning pump for analysis and has received their replacement pump. The customer's blood glucose level was unknown.